Event description:
Caller states that patient 1 tested 6.9 inr on the device while a lab read 4.7 inr. Caller is unsure what strip lot was used for this comparison. Caller reports patient 2 tested >8 inr on the device while a lab read 4.8 inr. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.